Event description:
Rep reported the hcp reported the patient was having issues with their abbott system. Hcp asked (B)(6) representative whether or not the patient's abbott lead would be compatible with a (B)(6) ins. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).